Manufacturer narrative:
Investigation summary: the reported issue could not be confirmed. The investigation remains inconclusive due to the device not being returned and the lack of supporting documentation or data logs. No probable cause could be identified.

Event description:
An event involving a plum 360 infuser reported that a pump programmed to deliver a drug over approximately 9 hours instead infused it within 1 hour. The pump indicated a total volume infused of 5 ml, which did not align with the programmed settings or expected delivery. There was patient involvement and no harm was mentioned in the report.